Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, and the universal cable was broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunctions were caused by component failures. Specifically, the reported issue of the endoscopic image appearing overall greenish was likely caused by a failure of the charge-coupled device. The reported issue of the light guide bundle being chipped was likely caused by a component failure of the light guide bundle. The reported issue of the universal cable being broken was likely caused by a component failure of the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoscopic image appeared overall greenish during inspection for use involving an olympus laparoscope (gynecologic). There was no patient involvement.